Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was explanted due to infection. The patient reported going swimming in the ocean which was thought to have contributed. No replacement system at this time and no return of product is expected.